Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with gehc technical support and was not able to duplicate the reported complaint. The adjustable pressure limiting seal and seat were replaced.

Event description:
The hospital reported the unit was building pressure in bag mode and was unable to manually ventilate. The manual bag was removed from the breathing circuit to relieve the pressure. There was no report of patient injury.